Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: localizer was intermittently tracking a110201: localizer not communicating msg d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, software version #: 3.0.2 f1908: delay of less than one hour f26: no patient impact g2: this event occurred in canada, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during a case, the localizer was intermittently tracking. The surgeon brought a scope in, and after that point the system would not clear the localizer not communicating message. The site rebooted the navigation system with no resolution. Technical services (ts) recommended power cycling the navigation interface unit (niu) which resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.